Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of reportable event of an error code e226 (scope communication error) and displayed no image occurred due to corrosion on plug unit however, dirty circuit board unit in scope connector also occurred due to water leakage, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an error code e226 (scope communication error), dirty circuit board unit in scope connector and displayed no image. There was no patient involvement.